Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (b)(46) 2014, the lay-user/patient contacted lifescan (lfs), alleging that the onetouch ultra2 meter has a missing segment on the display. This complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. According to the patient, he awoke on (B)(6) 2014, at 7 am, with symptoms of feeling cold sweat and weak. He attempted to get a reading on the subject meter but could not read the display. At the time of concern, the patient did not take any treatment until 30 minutes later when he tested on another meter at ¿38 mg/dl.¿ at that time, the patient was able to administer self treatment with food and drink. He reportedly felt better soon after. The display issue was not resolved with training. There was no evidence of a product misuse. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient could not administer self treatment for 30 minutes after the onset of the reported display issue.